Manufacturer narrative:
No product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 days post implant of this aortic bioprosthetic valve, the patient had a permanent pacemaker implanted for unknown reasons. No additional adverse patient effects were reported.